Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and damage occurred. The target lesion was located in the mid saphenous vein graft (svg) to left anterior descending (lad) artery. The vessel was wired with a non-bsc distal embolic protection device. After a non-bsc guide wire was advanced, pre-dilation was performed using with a 3.0x20 apex balloon catheter. A 3.00x28mm synergy ii drug eluting stent was deployed to treat the lesion. Following deployment, the physician attempted to recapture the protection basket and pulled it back through the stent and it appeared as if the basket became hung in the stent and dislodged the stent back towards the guide catheter. The stent got fully compressed at the ostia of the graft. The graft was occluded as a result of the attempted intervention. The stent was crushed against the wall of the graft using a 2.5x12mm apex balloon catheter. The procedure was then completed. No further patient complications were reported and the patient's status was okay and remained asymptomatic.